Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 07oct2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer 3 could not be opened was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to the work order #(B)(4) the field service engineer (fse) found fh main drawer 3 unable to open, fse proceeded to remove back panel and inspected rawer latch component. Fse noticed that magnet was missing from the assembly, then the assembly was replaced. Fse reseated all connections on drawer controller board. Finally, the device was rebooted and drawer was successfully recovered. Additionally, fse performed preventive maintenance to the device and inspected the bus wire for cut marks and found a large cut that was making contact with metal. Then 6 drawer bus wire was replaced. Fse used diagnostic tools to confirm that all boards and sensors were properly functioning. Finally, scanner screw was tightened. No other issues were found with the device. During dchu visual inspection: p/n 120547-01 (a): the "assy cbl pyxibus 6 drawer" unit a was received with black marks and thermal damage on the ribbon cable upon microscope inspection. P/n 120547-01 (b): the "assy cbl pyxibus 6 drawer" unit b was received with signs of physical damage, but no sharp bends or copper exposure. During dchu testing: p/n 120547-01 (a): the testing from dchu was not necessary due to the thermal damage observed on the external inspection of the "assy cbl pyxibus 6 drawer." Unit a. P/n 120547-01 (b): a continuity and functional test determined properly functionality of the "assy cbl pyxibus 6 drawer" unit b. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height main drawer 3 failed to open. As per part investigation, it was determined that there were black marks and thermal damage on the ribbon cable. There were no adverse events or injuries reported based on this event.